Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the obtuse marginal branch. A 2.50 x 16 synergy ii drug-eluting stent was selected for use and was advanced to the target lesion. The stent delivery balloon was inflated then deflated. It was then observed that the stent was not on the delivery balloon. The physician believes that the stent was not on delivery system at the time of unpacking. The stent delivery system was removed and it was confirmed that there was no stent. The procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was identified inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the obtuse marginal branch. A 2.50 x 16 synergy ii drug-eluting stent was selected for use and was advanced to the target lesion. The stent delivery balloon was inflated then deflated. It was then observed that the stent was not on the delivery balloon. The physician believes that the stent was not on delivery system at the time of unpacking. The stent delivery system was removed and it was confirmed that there was no stent. The procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.